Event description:
Event description boston scientific received information that this device had 10 stored ventricular tachycardia events in one day. The patient's threshold and daily measurements were normal. The field representative was unable to reproduce these events, which he confirmed to be loss of capture. He ruled out oversensing of the t wave and confirmed that the patient had an underlying rate of 45bpm. The patient was not symptomatic.